Manufacturer narrative:
Concomitant medical products: 1458q86 lead and cd3369-40c ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise and inhibition of pacing. The patient experienced dizziness. The lead remains in use. No further patient complications have been reported as a result of this event.